Event description:
Additional information received indicated that a cervix amputation was performed on (B)(6)2014 and the event was considered resolved on (B)(6) 2015. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of an elevate anterior graft the patient had a cervix amputation due to a cervix prolapse. There were no further patient complications reported as a result of this event.